Event description:
The customer reported to olympus the bronchovideoscope displayed scope communication error (b30) message. The reported issue was uncovered during reprocessing prior to a diagnostic tracheoscopy procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that the screen was blacked out which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that the screen was blacked out due to an immersed charge-coupled device unit. Upon further inspection, it was also observed that the instrument channel had leakage. It was observed that the electrical connector was immersed and corroded. It was also observed that the switches were immersed and occasionally did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the b30 error and loss of image were likely caused by water invasion into the video connector, while the user handled the device, resulting in abnormality of electrical parts, a definitive root cause could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.